Manufacturer narrative:
The t:slim g4 user guide states, "change your infusion set every 48 to 72 hours". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl). An injection was delivered to address bg levels. Reportedly, customer changes supplies every 6 days. During troubleshooting with tandem technical support, recommendation was made to change out supplies. Customer acknowledged but declined assistance.